Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (36 mg/dl). Reportedly, the pump time and date was incorrect. The customer did not know how the pump time and date became inaccurate. Customer addressed low bg levels with food.